Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Insulet is attempting to obtain additional information from the complainant. A supplemental report will be submitted with the investigation results if available. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetes specialist nurse through a läkemedelsverket user report (reference number 6.6.2-2026-048343) that the patient was hospitalised for a day on may 4, 2026, due to ketoacidosis. The incident date is kept as may 5, 2026 based on the incident date provided in the user report. The patient experienced persistent high blood glucose levels (blood glucose levels not provided) from night-time to the next morning. The pod was on manual mode at night, and switched back to automated mode in the morning. The patient was reported to feel nauseous but did not check for ketones. The patient became sicker through the day and developed ketones. It was reported that the pump continued to deliver insulin based on their data download. The patient was informed that the cause of the event is likely an insulin leak from the pod. The patient believes the pod lot used at the time of the event matches the box of pods the patient has at home. However, the patient is unable to confirm as the pod is no longer retained.